Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
While preparing the .035 9.0x39 80 palmaz genesis stent outside the patient, the physician took off the stent protection cover and saw that the crimped stent came off balloon also. Another palmaz genesis stent was taken which was fine. There was no reported patient injury. There was no damage to any of packaging. The device was stored in a dry, cool place on a shelf. There was no damage noted to the product when the carton was opened. The stent was mounted on the sds before removal from the packaging and there was no difficulty removing the balloon protector. The intended procedure was a superficial femoral artery thromboendarterectomy. Additional patient and procedural details were requested but were not provided. The device was discarded.